Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during setup for a surgical procedure, the handpiece cord was leaking oil. Back up equipment was readily available and used to complete the procedure; there was no delay. There was no user injury and no pt involvement. No adverse consequences were alleged from this event.